Manufacturer narrative:
Additional information received (B)(6) 2019 indicated the patient experienced device migration on the left side. The patient also reported several symptoms, including fatigue, brain fog, digestive issues, skin problems, vertigo, and eye issues. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent primary breast augmentation with unspecified mentor saline breast implants reported significant pain on the left side with heavy discomfort beginning (B)(6) 2017. The patient also reported 42 different symptoms (not provided) and an autoimmune disorder, leading to inability to work. The patient underwent explantation without replacement on (B)(6) 2019. The patient reports her health is improved. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. This report is for the right side.